Event description:
It was reported that the device had an electrical reset, which caused the device settings to change. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "power on reset - power on reset parameters". The power on reset severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(6) 2010 in address "0f a6".